Manufacturer narrative:
The lead was explanted and returned for analysis. The ICD and the lead under compliant were returned for analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted which most likely resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The ICD was interrogated, revealing the mos1 battery status, 20 charging cycles were recorded in the devices memory. The battery status was as expected. The memory content of the ICD was analyzed. The inspection of the available iegms revealed the presence of noise in the rv and farfield channels. The impedance trend data showed a pacing impedance greater than 3000ohms between (B)(6) 2020 and (B)(6) 2020. During inspection of the available iegm of episode 373, the clinical observation could be confirmed. The iegm showed a detected vf episode with two documented charging cycles of the high voltage capacitors. The first charging cycle was aborted, as expected, due to the detection of an external short circuit, which might have otherwise damaged the ICD. The second charging cycle led to a regular shock delivery, which terminated the vf successfully. There was no indication of an ICD malfunction. Therefore, the sensing and impedance measurement functions of the device were thoroughly tested and proved to be fully functional. There was no indication of device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the shock and pacing impedance values were as expected. The manufacturing processes for lead and the ICD were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. The final acceptance tests proved the devices functions to be as specified. In conclusion, the root cause of the external short circuit was not determinable based on the information available for analysis. The analysis did not reveal any sign of a material or manufacturing problem. A thorough inspection of the ICD proved the device to be fully functional. There was no indication of an ICD or lead malfunction.

Event description:
After an implantation period of approx. 2 months, it was reported that the shock impedance is too low. The patient is followed by homemonitioring.